Manufacturer narrative:
Qn#(B)(4). Additional information: it was reported per field service report: symptom - helium loss #2 alarms. Findings/action taken: found slow leak; replaced pneumatic control system. Ran function check. Also found nut that secures front panel and input module ground missing, replaced. Device evaluation: the pcs assembly was returned for evaluation. Visual inspection of the pcs assembly was performed and no obvious damage or defect was found. The pcs assembly in question was installed into a known good autocat2w and performed functional testing. The known good autocat2w with the pcs assembly in question installed failed the functional test. The pump alarmed "helium loss 2" after purge cycle. The pcs assembly was then removed from the pump. The pcs assembly in question was installed onto the mdt-50 leak tester and failed leak testing. Leak was detected to be coming from the drain valve port. Visual inspection of the pcs assembly internal hardware was performed. Rusts and condensates were found inside the drain valve. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. See other remarks section for continuation. Other remarks: conclusion: the reported complaint of "helium loss alarm" is confirmed. The drain valve of the pcs assembly was found to be defective. A leak was detected at the drain valve port, which caused of the helium loss alarm. Rust and condensate were found inside the drain valve, and that may have been the potential cause of the drain valve malfunction.

Event description:
It was reported that during the night an rn had a patient (pt) they were inserting an intra-aortic balloon (iab) into and the intra-aortic balloon pump (iabp) gave a helium loss alarm. The bpw (balloon pressure waveform) was very wide. They then switched out the iab for a second iab. The pump again gave the same helium loss alarm with the second iab. They then switched to a second console and things were working fine. In the am the sales representative (sr) called the department back to see how things were going. They said that they were seeing poor augmentation so the perfusionist had taken 5cc of helium out of the balloon. The sr contacted the clinical support specialist (css) and asked her to call them to discuss the poor augmentation and ask why they decreased the balloon volume. At 6:00am mdt the css called the rn taking care of the pt. The rn said things were going well and the pt was stable. The map (mean arterial pressure) was 75 and the aug was 89. The css explained that the sr had asked the css to call because the perfusionist had turned down the balloon volume because of poor augmentation. The css explained to the rn that if there was poor augmentation, decreasing the volume would not help. The css went on to explain that poor augmentation is related to either low stoke volume, hypovolemia, the balloon is too small, the balloon is positioned too low, or the pt is vasodilated. The rn said that they could not do anything different right now since the perfusionist was the one that made the change and the pt was fine. The iab in place is a 40 cc iab and the volume is at 36 cc. It is placed in the pt's right femoral artery and does have a sheath. This balloon was inserted at the bedside during the night because the pt had low blood pressures. At this point the pt is stable and the rn had no other issues. Reference MDR #1219856-2015-00205 for the related iab event involving the same patient.

Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that during the night an rn had a patient (pt) they were inserting an intra-aortic balloon (iab) into and the intra-aortic balloon pump (iabp) gave a helium loss alarm. The bpw (balloon pressure waveform) was very wide. They then switched out the iab for a second iab. The pump again gave the same helium loss alarm with the second iab. They then switched to a second console and things were working fine. In the am the sales representative (sr) called the department back to see how things were going. They said that they were seeing poor augmentation so the perfusionist had taken 5cc of helium out of the balloon. The sr contacted the clinical support specialist (css) and asked her to call them to discuss the poor augmentation and ask why they decreased the balloon volume. At 6:00am mdt the css called the rn taking care of the pt. The rn said things were going well and the pt was stable. The map (mean arterial pressure) was 75 and the aug was 89. The css explained that the sr had asked the css to call because the perfusionist had turned down the balloon volume because of poor augmentation. The css explained to the rn that if there was poor augmentation, decreasing the volume would not help. The css went on to explain that poor augmentation is related to either low stoke volume, hypovolemia, the balloon is too small, the balloon is positioned too low, or the pt is vasodilated. The rn said that they could not do anything different right now since the perfusionist was the one that made the change and the pt was fine. The iab in place is a 40 cc iab and the volume is at 36 cc. It is placed in the pt's right femoral artery and does have a sheath. This balloon was inserted at the bedside during the night because the pt had low blood pressures. At this point the pt is stable and the rn had no other issues. Reference MDR #1219856-2015-00205 for the related iab event involving the same patient.